Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts were pushed distally for approximately 11mm and moved approximately 3mm on balloon distally over the distal markerband and the proximal section of the bumper tip. The stent was damaged across the entire length with stent struts squashed and bunched. As part of the analysis, manufacturing data for the stent profile was reviewed. The stent length at the time of manufacture was determined. This measurement is within the stent length specification as per document. Stent damage most likely occurred due to handling during preparation following removal of the stent protector; however, the stent protector was not returned for analysis. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted with the proximal portion of the balloon body. The distal balloon cone was covered by the stent that had moved on the balloon therefore could not be assessed. Crimp stent markings were evident on the exposed proximal part of the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight multiple kinks along several locations of the hypotube shaft. It was also noted that the hypotube shaft was broken at approximately 3mm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The device was returned with the recommended guidewire (0.014¿) inserted in the wire lumen. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon and stent foreshortening occurred. The target lesion was located in the moderately tortuous and mildly calcified posterior descending artery. The lesion was treated with predilation using a 2.25 non-bsc balloon catheter. A 2.25x24mm synergy¿ drug-eluting stent was implanted in the peripheral of the posterior descending artery. Then a 2.50x20mm synergy stent was advanced and attempted to be implanted, however, the location of the stent was noticed to be shifted and shortening was confirmed toward the distal side by fluoroscopic image while positioning. The device was tried to be pulled into the guiding catheter and was only withdrawn distal halfway. After that, it was tried to be removed by twisting a 014 wire with two stent delivery systems, which was unsuccessful. The device was removed with a snare. The procedure was completed with a non-bsc stent. No patient complications were reported and there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent moved on balloon and stent foreshortening occurred. The target lesion was located in the moderately tortuous and mildly calcified posterior descending artery. The lesion was treated with predilation using a 2.25 non-bsc balloon catheter. A 2.25x24mm synergy¿ drug-eluting stent was implanted in the peripheral of the posterior descending artery. Then a 2.50x20mm synergy stent was advanced and attempted to be implanted, however, the location of the stent was noticed to be shifted and shortening was confirmed toward the distal side by fluoroscopic image while positioning. The device was tried to be pulled into the guiding catheter and was only withdrawn distal halfway. After that, it was tried to be removed by twisting a 014 wire with two stent delivery systems, which was unsuccessful. The device was removed with a snare. The procedure was completed with a non-bsc stent. No patient complications were reported and there was no patient injury.